Event description:
Total parenteral nutrition (tpn) received pre-spiked with tubing from pharmacy as per typical practice. When rn initiated priming of tpn line, tpn immediately began to spill onto floor, despite tubing not yet being fully primed. Upon inspection, rn noted defect in IV tubing at the pump cassette. Tubing missing plastic circle in pump cassette, resulting in tpn free flowing from pump cassette and open to air. Tpn sterility questioned at this time. Spoke with md. Advised to discard tpn, new stock tpn would be issued instead in order to maintain sterility. Rn awaited stock tpn and completed line change as per policy with new fluids.